Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor functioned properly, no stuck or anomaly noted and no excessive no delivery alarm during our testing. A water test reservoir was inserted, programed several boluses and primed; the bolus was delivered properly. The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and the motor sticks. The customer's blood glucose reading was 328 mg/dl at the time of incident. The customer declined to troubleshoot and wanted a new pump and customer was advised to call back to look at other issues. No further details given.